Event description:
I-flow corp is submitting attached three medwatch reports in response to three voluntary reports (medwatch nos. 1005524, 1005207 and 1005538) recevied by co. I-flow mfrs ambulatory infusion products & medwatch reports submitted are for devices included in paragon infuser product line. Reason for this attachment letter is to allow for a more in-depth discussion of similarities of problems reported. Similarities include: all three medwatch reports involve product from same lot number; medwatches indicate a problem with flow rate; and all three reports were made in same general time period approx. One year after product was released for distribution. Two returns (medwatch nos. 1005207 & 1005538) were identified as having flow rates out of specification. Testing found two sets to be out calibration. Seven add'l sets from same lot number that were returned by co that submitted medwatch 1005538. Of the seven sets one was reported to have infused faster than I-flow specifications & remaining six sets were unopened. Tests of seven sets found them to all be within flow rate specification. I-flow received an incident report & a medwatch (1005207) indicating that a 0.5 ml/hr admin set had a flow rate outside of product specifications (5 ml/hr). Device was returned to I-flow. Failure analysis confirmed a high flow rate condition (4 ml/hr) as reported for admin set. Lot in question was mfg in march 1994 & no product complaints had been made until a similar out of tolerance flow rate incident was reported in early march 1995. Lot history record does not indicate that any add'l problems were noted during mfg of lot. A review of entire product history, including complaints system filed did not find any similar confirmed out or calibration flow rate situations.